Event description:
On (B)(6) 2010, an allen representative called to report that the demo unit c-flex polar head positioner in their possession was not holding position properly. When the positioner handles are released, the unit is designed to remain in a fixed position. The demo unit no longer functioned appropriately and when released, the unit descended approximately 1-2cm before coming to a stop. Once the issue was identified, the positioner was taken out of use. There was no patient involvement.

Manufacturer narrative:
The returned positioner was tested by engineering upon return. The unit failed weight pull-testing at the shoulder joint. Disassembly confirmed that none of the internal mechanisms had moved or been jarred out of place during use or transportation. The only issue identified during the investigation was the improper assembly of the washer stackup (inverted washer components) in the positioner's (B)(6) assembly - which reduced the travel of the assembly by approximately one-third and could account for the malfunction. A review of the positioner's device history indicates that only one unit was manufactured during the build. There was no patient involvement and no medical event.